Manufacturer narrative:
Results of investigation: it was reported that a patient required a revision surgery due to patellar pain. Presence of slight metallose was observed. The associated device was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. It has been communicated, that as legal complaints, the information will come through our legal department. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a patient required a revision surgery due to patellar pain. Presence of slight metallose was observed. No additional details known.